Event description:
It was reported that suture placement in the left common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. Reportedly, the plunger jammed and could not be deployed. This occurred with both proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 11f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional device was received. During device analysis it was found that the additional proglide device presented with a cuff miss [suture retrieval issue]. A device in this condition would not achieve hemostasis. No additional information was provided by the account.

Manufacturer narrative:
Analysis was performed on the returned device. The reported unspecified failure mode was observed as a posterior needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. This report captures the additional device returned. The additional two proglide devices referenced are filed under separate medwatch report numbers.